Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the right ventricular (rv) lead. After further assessment in clinic, fluoroscopy confirmed rv lead fracture. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of no capture threshold, lead fracture, and insulation damage were confirmed. As received, only the proximal portion of the lead was returned in one piece for analysis. Visual inspection of the partial lead found clavicle crush damage breaching the outer and inner insulations with all fillers of the inner and outer coil broken/fractured distal to the suture sleeve tie marks. The cause of no capture threshold, insulation damage and lead fracture were isolated to the damage noted to the lead body tubing, and inner coil and outer coil conductor paths at the clavicle crush region.